Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 21 mg/dl. It was stated that the customer's hcp had made changes to the basal rates, and that may have caused the customer's blood glucose levels to go low. Troubleshooting was declined at the time of the call. It was stated that the customer would monitor the insulin pump, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.